Event description:
On (B)(6) 2025 the user contacted beta bionics reporting that the sleep/wake button was intermittently unresponsive. The user could not recall when the issue first began but noted it occurred twice on the day of the report. The ilet battery was at approximately 30% during the incident. The agent advised the user to charge the ilet fully and monitor for recurrence. The user acknowledged understanding and agreed to call back if the problem reoccurred. No blood glucose (bg) impact, medical assistance, or symptoms were reported.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.